Event description:
Patient presented to the physician with a burning sensation at the ipg site. Physician prescribed pain medication. Patient presented back to the physician with continued burning sensation at the ipg site. Physician prescribed increased dosage of pain medication.